Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: d8, d9, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure mode/identified defect(s) can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. It appears that the lightguide connector was detached by the user. It is presumed that the light guide cable was forcibly removed so that the adhesive connection of the connector failed, and it also became detached. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the autoclavable telescopes connector was loose and missing where it connects with the light cable. The issue occurred, during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.